Manufacturer narrative:
The t:slim x2 pump user guide states: only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin exit the end of the infusion set tubing while filling the tubing. The customer's blood glucose level was 167 mg/dl. Reportedly, the customer uses apidra insulin in pump cartridges. The customer was instructed regarding insulin and cartridge labeling. Customer stated they would use a vial of humalog insulin. Reportedly, the customer changed the infusion set and was able to resume insulin delivery.